Event description:
The customer discovered questionable thyroid results for one patient sample when the results from the cobas e601 serial number 2691-21 were compared to the results from an abbott architect. The results from the cobas e601 were: free thyroxine (ft4): 1.79 ng/dl with a data flag and 1.82 ng/dl thyrotropin (tsh): 1.970 uiu/ml and 2.01 uiu/ml the results from the abbott architect on (B)(6) 2014 were: ft4: 1.37 ng/dl tsh: 1.36 uiu/ml the tsh result of 1.97 uiu/ml and the ft4 result of 1.79 ng/dl were reported outside the laboratory. The patient was not adversely affected. As no sample from the patient could be provided for further investigation, a specific root cause could not be determined. Based on the provided calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). Refer to medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay.